Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed and replaced due to malposition. The ipp was riding high in the scrotum. The surgeon elected to remove and replace the pump. This was done so the pump could be dependent in the scrotum. The patient was reported to be doing well after the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed and replaced due to malposition. The ipp was riding high in the scrotum. The surgeon elected to remove and replace the pump. This was done so the pump could be dependent in the scrotum. The patient was reported to be doing well after the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient had trouble with inflating and deflating their device due to the high riding pump. The serial/lot number, and the implant date of the explanted device were also provided.

Manufacturer narrative:
Investigation results: an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Event: updated. Lot number recorded. Implant date recorded. Device evaluated by MFR: updated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed and replaced due to malposition. The ipp was riding high in the scrotum. The surgeon elected to remove and replace the pump. This was done so the pump could be dependent in the scrotum. The patient was reported to be doing well after the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient had trouble with inflating and deflating their device due to the high riding pump. The serial/lot number, and the implant date of the explanted device were also provided.